Event description:
The customer reported a malfunction on the pump, which was indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.